Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 25147347, 25147031,25146940; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded for lot #25147347, and lot#25146940. There was one ncmr reported for lot#25147031, which is not related to the reported event. Device scrapped.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a problem with the cautery part of the evh device getting stuck. Not sliding well at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device scrapped.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro had a problem with the cautery part of the evh device getting stuck. Not sliding well at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.